Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a catheter. The customer reported that it was impossible to deflate the cuff completely in order to remove the catheter. The only way to remove the catheter was to blow up the cuff by over-inflation.